Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. The devices involved were reviewed for compatibility with no issues noted. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the femoral component. Primary operative notes state the patient underwent left total knee arthroplasty due to degenerative joint disease. The description of the procedure states that the patellar, tibial, and femoral components were implanted with cement; however, the operative notes state that the femoral and tibial components were uncemented. The operative notes also describe preparing the tibia for a stemmed tibial baseplate but the product information states that a nexgen tm tibial component was used. Based on the product labels received and the other information in the notes, there appear to be mistakes in the transcript for the operative notes. Excellent fit, fixation, alignment, soft tissue tension, tibial roll back, and patellar tracking were noted with the final implants; however, no definitive conclusions can be drawn about the initial surgery due to the inconsistencies in the operative report. Operative notes from the revision surgery state aseptic loosening of the noncemented left total knee arthroplasty with pain and swelling as the postoperative diagnosis. The description of the procedure does not provide any other details about the condition of the components. An addendum to the notes includes the patient¿s assessment prior to the revision. The assessment states femoral component loosening with no signs of infection. The tibial component was noted to be possibly undersized slightly; however, the revision operative notes did not indicate any deficiency of the tibial component. Both components were revised. The patella component was noted to be well fixed and not revised. The surgeon also referenced recent clinical data suggesting better outcomes with both components revised. Per the nexgen cr-flex and lps-flex package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.